Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing.

Event description:
It was reported that the ventilator bottom display was blank. There was no patient connected to the device.